Event description:
Procedure: sigmoid resection. According to the reporter: the stapler misfired during the procedure. This caused a leakage of the sigmoid colon, and the operation time was extended two hours. They used a new stapler and made a new closure with sutures to complete the procedure.